Manufacturer narrative:
B5; additional information received: the post-operative fever resolved one week post the index procedure. The site assessed the fever as possible related to the index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of the advance study for the treatment of abdominal aortic aneurysm. It was reported one day post index procedure the patient experienced a post operative fever. The patient was put on a treatment of antibiotics and recovered two days later. The site assessed the post operative fever as not related to the index procedure or device. The sponsor assessed the post operative fever as having a causal relationship to the index procedure. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #:(B)(6), ubd: 01-feb-2026, UDI#: (B)(4) ; product ID: etlw1616c124ee, serial/lot #: (B)(6), ubd: 19-feb-2026, UDI#: (B)(4) ; product ID: etlw1620c93ee, serial/lot #: (B)(6), ubd: 22-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported the patient had a fever up to 38.7 c right after surgery (postoperative day 1), then gradually decreased to 38.1 c, 37.7 c, 36.1 c in 3 days, which was more likely related to post-operative lung atelectasis, rather than infection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.